Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. Three days prior to hospitalization the patient was treated with cefazolin (1 gram for 3 days, intraperitoneally (ip), frequency not reported) and ceftazidime (1 gram for 3 days, ip, frequency not reported). After 3 days of antibiotic therapy, the patient was admitted to the hospital. The cause of the peritonitis was a breach in aseptic technique further described as the patient did not clean the exchange site prior to performing pd therapy. Treatment during hospitalization was not reported. The patient was discharged 3 days after admission. At the time of this report, the patient had recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.